Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported the dermatome device power was shorting in and out. There was no pt contact with the device for this event. No injury ir alleged.